Manufacturer narrative:
(B)(4). Batch # m55l1n. Additional information was requested and the following was obtained: what degree of hemorrhoids did the patient have: 3rd degree hemorrhoids. What confirmation was received that the device was fully fired: doughnut checked. Where within the gap setting scale was the orange indicator prior to firing, did the device staple: partially stapled. Were the staples deployed into the patient tissue: yes was not fully stapled. Were there any staples missing from the staple line: yes. Was the cut line fully circumferential around the target tissue: yes. What interventions were done to stop the bleeding: yes. How much blood was lost (ml): not reported. Did the patient require a blood transfusion: no. What is the current status of the patient: yet to discharge. Could you please clarify if the patient¿s post-operative care changed due to the bleeding: no. Did the patient require an extended hospital stay: no. The analysis results found that the pph03 device arrived in good visual condition. The breakaway washer was not present, there were no staples present. The device was reloaded with staples, a new washer was placed on the device and it was tested for functionality. It fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete and the staples were noted to have the proper b-formed shape. A batch record review was performed and no anomalies were found during the manufacturing process.

Event description:
It was reported that during a hemorrhoid procedure, the stapler didn't form and the blade cut the tissue, resulted in bleeding. Case was completed with sutures.

Manufacturer narrative:
Product complaint #: (B)(4). Batch # m55l1n. Updated device evaluation: the analysis results found that the pph03 device arrived in good visual condition. The breakaway washer was not present, there were no staples present. The device was reloaded with staples, a new washer was placed on the device and it was tested for functionality. It fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete and the staples were noted to have the proper b-formed shape. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.